Event description:
It was reported that the 8800 system would not boot up prior to case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported malfunction was verified. Identified that the monoblock controller pcb flash was corrupt. Also identified that the batteries are low and need charging. Erased the flash and rebuilt the nodes. Batteries were recharged, however, as a precautionary measure, suggested to customer to replace batteries due to age. Customer stated they will change out at later date. The system was tested and found to be working as intended and placed back into service.